Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt denies any recent injury or trauma that may have damaged the vns therapy system. Lead break is suspected.

Manufacturer narrative:
Operator of device, corrected data: the initial report inadvertently reported the operator incorrectly. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
X-rays were received by the manufacturer on (B)(4) 2005. X-rays were reviewed, but no lead breaks were visualized. No anomalies were found upon review of the x-rays to indicate cause of the high impedance. The patient had vns replacement surgery on (B)(6) 2007. The explanted lead has not been received by the manufacturer for analysis to date. Review of diagnostic history shows that high impedance was seen on (B)(6) 2004. The device was not disabled after observance of high lead impedance. The device was still programmed on until replacement surgery.

Event description:
Additional information was received stating that the explanting facility discarded the explanted generator and lead; therefore, no analysis can be performed.